Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer¿s blood glucose level was over 130 mg/dl. Reportedly, a pump reset was performed and the customer continued insulin therapy.